Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, high thresholds were observed on the pacing lead. The lead was explanted, and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.